Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 20mm x 3.5mm, with <=45 degree bend target lesion was located in the mildly calcified and mildy tortuous right coronary artery (rca). A 24 x 3.50mm taxus¿ liberté¿ stent was advanced to treat the lesion. While crossing the calcification, resistance was encountered and the device was unable to cross the lesion. However, it was noted that the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was detached from the balloon and not returned for analysis. Information was requested regarding why the crimped stent was not returned for analysis. Analysis cannot determine the condition of the stent. The balloon cone profiles were reviewed during analysis. It was noted that the balloon was inflated & deflated; however, no issues were noted with the overall balloon profile in its current state. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 20mm x 3.5mm, with <=45 degree bend target lesion was located in the mildly calcified and mildly tortuous right coronary artery (rca). A 24 x 3.50mm taxus¿ liberté¿ stent was advanced to treat the lesion. While crossing the calcification, resistance was encountered and the device was unable to cross the lesion. However, it was noted that the stent was damaged. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.